Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached at 7,404 joules. Per the customer, the fiber cap was retrieved. There were no other errors with the laser. No pt injury was reported.

Manufacturer narrative:
The component codes fiber and cap, go with the device break.